Event description:
It was reported that the slitter appeared to have malfunctioned. It was very difficult to slit both the outer guide and inner guide. Upon inspection, it appeared that the blade was not exposed. It is unknown if this was a result of the slitting or if it was damaged/bad prior to use. A new slitter was used and no complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the slitter was returned, analyzed, and analysis revealed that the nose of the slitter is broken off and was not returned. There is blood and scratch marks on both sides of the nose. It appears that the slitter was damaged at implant. Slitting would not be possible with the nose section broken off.